Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site, confirmed the issue and replaced usm due to a broken cannula mount. The system was tested and verified as ready for use. Isi received the usm involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that during a da vinci-assisted pyeloplasty surgical procedure, universal surgical manipulator (usm) 4 was not working and was deactivated. Prior to contacting intuitive surgical, inc. (Isi) technical support engineer (tse), the customer already power cycled with an emergency power off (epo) the patient side cart (psc). The tse checked the logs and confirmed an 1162 error pointing to the cannula mount on usm 4. The procedure was completed with 3 usms. The procedure was completed with no reported injury. Isi followed up with the customer and obtained the following additional information: the customer reported that the usm was disabled prior to starting the procedure post-anesthesia. The customer reported that the robot was switched on, but not in use at the time the usm was disabled. The system functionality was checked upon powering the system. The previous operation could be performed without errors. There was no patient injury as a result of the issue. The kidney exposure procedure was completed robotically with 3 usms. There were no images available.

Manufacturer narrative:
The universal surgical manipulator (usm) was analyzed and found to have errors 1162. The unit was tested on an in-house system in normal mode where it triggered an 1162 error. The unit was also tested on a testing platform where it failed the led brightness test on the cannula. The red leds were not working. A golden axes controller spar connector (acsc) flat flex cable (ffc) was installed, and unit passed led brightness test on retry. The unit passed all other required tests including the check cannula test. The problem seems to be intermittent. During investigation, there was no fluid intrusion or damage noted. The complaint was confirmed based on the field evaluation/failure analysis.

Event description:
Refer to h10/h11 for follow-up information.